Manufacturer narrative:
Batch review performed on 09 october 2019: lot 181873: (B)(4) items manufactured and released on 27-jun-2018. Expiration date: 2023-06-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event: gmk-sphere 02.12.0004l femoral component sphere cemented size 4 l lot. 180950 (k121416). Batch review performed on 09 october 2019: lot 180950: (B)(4) items manufactured and released on 28-may-2018. Expiration date: 2023-05-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l lot. 180393 (k121416) lot 180393: (B)(4) items manufactured and released on 10-apr-2018. Expiration date: 2023-03-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of anterior knee pain. The cause of the pain is unknown. About 1 year after primary the surgeon resurfaced the patella bone and the surgery was completed successfully.